Event description:
It was reported that the patient experienced dexcom g7 sensor pairing failures with the ilet, with one sensor failing and subsequent sensors not pairing, and troubleshooting and education were provided. Symptoms included none reported. Outcomes included no clinical impact reported. Investigation included guided troubleshooting and user education regarding g7 pairing with the ilet. Investigation of this case revealed a pairing failure consistent with known connectivity issues between the cgm sensor and the ilet, with no device damage or patient harm reported. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity incompatibility or setup error.